Event description:
It was reported 8 days after a lead was implanted the patient was found unconscious at his home. The patient was taken to the hospital. The impedances were checked and the results were normal. The device was turned off so that the patient could have a magnetic resonance imaging (MRI) to determine the cause of the unconsciousness. Later it was reported the right brain lead was infected, and as a result the lead was removed. The patient remained in a coma and had a tracheotomy and gastrostomy tube. The device remained turned off and the patient was transferred to a long term care facility.

Manufacturer narrative:
Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008; programmer model 7436, serial # (B)(4); lead model 3389s-40, lot # v659421, implanted: (B)(6) 2011; lead model 3389s-40, lot # v095377, implanted: (B)(6) 2008, explanted: unk.